Event description:
It was reported that during implant it was noted that the introducer tip was deformed. The introducer was difficult to advance. The introducer was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the accessory was analyzed and it was found that the introducer sheath was kinked and torn. The introducer sheath is kinked at 13cm and 15.1com from the hub, as if snagged on something. The sheath is also torn (at the score lines) from 13 to 14cm from the hub on both sides of the sheath.